Event description:
Boston scientific was notified that when the catheter was checked prior to use, it was found that the coil had been detached. The attending physician used another product and the procedure was successfully completed.